Manufacturer narrative:
The insulin pump was received unable to prime during prime test and alarmed motor error during basic occlusion test due to faulty force sensor resistor. However, the insulin pump passed idle current test, run current test and displacement test. No unexpected failed battery test alarm noted. Unable to perform self-test, off no power test, a21 error test, occlusion test, no delivery test due to prime anomaly. The insulin pump had minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the device alarmed failed battery test alarm. Customer's blood glucose was 162 mg/dl. After troubleshooting, device alarmed failed battery test alarm. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.